Event description:
On 25-jul-2025, the user reported that after charging, the ilet screen would not turn on. Upon removal from the charger, the patient observed that the ilet was separating at the seam, exposing internal components. Blood glucose was unaffected. The patient reverted to backup therapy while a replacement device was arranged.